Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the associated batteries being depleted and the customer not following the labeling of the device. The batteries were replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.